Manufacturer narrative:
Product analysis results: visual and optical examination identified that the tip of the hex driver has been sheared off, consistent with interface during usage and was not returned for analysis. Material hardness tested and was found to be within specification. This is consistent with overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Levels implanted: t10-l3 it was reported that the patient underwent posterior spinal fixation surgery due to compression fracture at t10. Intra-op, tip of the driver broke and remained in the set screw. It was happened when the surgeon was trying to perform removal of driver in order to change the position of the crosslink. The tip part entered the screw hole of the implant and could not be retrieved. Wound closure was performed. The broken metal fragment remained in the screw hole of the implant. There was a delay of less than 60 min in overall procedure time as a result of this event. The patient symptoms or complications as a result of this event were unknown.